Event description:
On 2026-jan-14 additional information was received from the patient. The patient reported that they had met with their doctor regarding this issue on (B)(6) 2026. The patient stated that the ins did contribute to their bladder infections but did not state how. The patient did have bladder infections prior to implant, but the current bladder infection was not related to their underlying conditions. The bladder infection was resolved through the use of "many different antibiotics."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have been having ongoing bladder infections since the end of october and have been hospitalized once. They have been in touch with their doctor's office and have not been satisfied with the response or timeliness on their part. They wonder if infections could have something to do with the device. They also reported they ve been having pain from the back of hip to the inside of right leg, and the pain started "right where the stimulator is

Event description:
On 2026-mar-25 additional information was received from a healthcare provider (hcp). The hcp provided medical notes summarized below. The patient presented for a device consult and follow-up regarding their history of incomplete emptying and overactive bladder. The patient reported worsening urinary and fecal incontinence since approximately 2015. The patient felt that they emptied their bladder completely. The patient reported large-volume fecal incontinence occurred for a few days every few weeks and fluctuations between hard and soft stools. Prior to device implantation a urinalysis found 257ml residual volume in the bladder. The patient reported minimal improvement of fecal incontinence. The patient did get urges to have bowel movements and then barely made it to the bathroom in time. The patient reported improvement with urinary symptoms and no leakage. The bladder scan following device implantation was much improved with 70 ml residual volume. At least 50% improvement of bladder symptoms was reported. Patient reported lack of improvement of bowel symptoms. The patient also reported cloudy urine and dysuria. The patient had two utis following device implantation that were both treated with antibiotics. The patient also added that their stimulator had moved in (B)(6) 2025, leading to them turning the device off. The patient also reported pain at the implant site, but no trauma to the area. The hcp provided reassurance that the sensation of "moving" was likely due to decreased inflammation around the device. The patient did not feel that the device had beenhelpful even though symptoms were overall improved. The patient reported mild urinary incontinence with no urgency. Programming that was done included a trial of three different programs and amplitude combinations. The patient felt good sensation in the perinium that was tolerated well. The patient understood how to change between programs and would return as needed. The impedance values were within normal limits and they had normal expected battery life. The patient reported pain when increasing amplitude. The hcp directed the patient to reach out to the manufacturer to adjust further.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.